Manufacturer narrative:
Ous MDR - the performance of the lead under complaint was scrutinized. The analysis demonstrated that the integrity of the lead was compromised due to abrasion of the lead's insulation. Based on the characteristics, the geometry and the location of these damages, it is reasonable to assume that the lead had been subject to excessive and continuous mechanical stress. The interaction with the tricuspid valve should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation time of approx. 25 months, this lead was explanted due to an insulation defect.